Event description:
It was reported that the patient experienced symptoms and there were concerns about undersensing. Technical services were consulted and the undersensing no was confirmed. The patient was referred the their clinician. Currently, this product remains in service and no adverse patient effects were reported.